Manufacturer narrative:
(B)(4)

Event description:
It was reported that a pacemaker dependent patient experiencing dizziness presented to the emergency room. Upon device interrogation, the right ventricular exhibited noise resulting in pacing inhibition. The lead was explanted and replaced. The patient's condition was stable.